Event description:
Customer reported via phone call to have experienced keypad anomaly during priming. It was reported that buttons were not responding. Customer's blood glucose was 200 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No unexpected error alarms noted. The insulin pump passed self test and displacement test. The insulin pump has cracked case at display window corners, cracked battery tube threads and with minor scratched display window.